Manufacturer narrative:
Manufacturer report 2938836-2016-11272, should not have been reported as medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient was presented for routine follow-up with a device exhibiting a short eri to eol margin. The device was explanted and replaced.